Event description:
It was reported to boston scientific corporation that a leveen coaccess needle electrode was used during a liver radiofrequency ablation procedure performed on (B)(6) 2012. According to the complainant, the patient had a cancer mass that was very hard. During the procedure, when the device was inside the mass, the tines only opened approximately fifty percent. The physician removed the device from the patient, and was able to deploy/open the tines twice. Reportedly, the device was tested prior to the procedure and the tines opened up fine. There was no damage to the device, or packaging. The procedure was successfully completed using a smaller probe. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a leveen coaccess needle electrode was used during a liver radiofrequency ablation procedure performed on (B)(6), 2012. According to the complainant, the patient had a cancer mass that was very hard. During the procedure, when the device was inside the mass, the tines only opened approximately fifty percent. The physician removed the device from the patient, and was able to deploy/open the tines twice. Reportedly, the device was tested prior to the procedure and the tines opened up fine. There was no damage to the device, or packaging. The procedure was successfully completed using a smaller probe. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported issue of difficulty opening tines. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device was performed; no visible damage to the device or insulation was found. A functional evaluation was performed, and found that the array could be extended and retracted as intended. As there were no visible or functional issues found with the device, a definitive root cause for the reported event could not be determined. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.